Event description:
It was reported that after use with bd micro-fine¿ pro pen needles 32g x 4mm the healthcare worker received a dirty needlestick injury. Any intervention given has not yet been reported. The following information was provided by the initial reporter, translated from japanese to english: customer reported that a needle penetrated the inner cap and was stuck in a healthcare worker.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that after use with bd micro-fine¿ pro pen needles 32g x 4mm the healthcare worker received a dirty needlestick injury. Any intervention given has not yet been reported. The following information was provided by the initial reporter, translated from japanese to english: customer reported that a needle penetrated the inner cap and was stuck in a healthcare worker.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.